Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f tempo aqua angiography catheter fractured during cerebral angiography and completely broke inside the patient¿s body. The fractured catheter was retrieved with a snare during the procedure. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f tempo aqua angiography catheter fractured during cerebral angiography and completely broke inside the patient¿s body. The fractured catheter was retrieved with a snare during the procedure. There was no reported patient injury. A contralateral approach was used; the body shaft separated and the device broke into 2 pieces; the target vessel was mildly calcified and mildly tortuous with approximately 20% stenosis, no acute angle, and not bifurcating; the access site vessels were mildly calcified and mildly tortuous with approximately 20% stenosis, no acute angle, and not bifurcating; the device was pulled from the packaging by the hub and was torqued/steered by the hub; the product was stored and handled per the instructions for use (IFU); no device damage was noticed prior to opening the package; there was no difficulty removing the device from the sterile packaging; the device was prepped per the IFU without difficulty; the catheter did not become entrapped at any point in the procedure; and the patient was not hospitalized or had hospitalization extended. The device was returned for evaluation.

Manufacturer narrative:
As reported, a 5f tempo aqua angiography catheter fractured during cerebral angiography and completely broke inside the patient¿s body. The fractured catheter was retrieved with a snare during the procedure. There was no reported patient injury. A contralateral approach was used; the body shaft separated and the device broke into 2 pieces; the target vessel was mildly calcified and mildly tortuous with approximately 20% stenosis, no acute angle, and not bifurcating; the access site vessels were mildly calcified and mildly tortuous with approximately 20% stenosis, no acute angle, and not bifurcating; the device was pulled from the packaging by the hub and was torqued/steered by the hub; the product was stored and handled per the instructions for use (IFU); no device damage was noticed prior to opening the package; there was no difficulty removing the device from the sterile packaging; the device was prepped per the IFU without difficulty; the catheter did not become entrapped at any point in the procedure; and the patient was not hospitalized or had hospitalization extended. A non-sterile cath tempo aqua 5f sim 1 100cm device involved in the reported complaint was returned for investigation along with an unidentified non-cordis hemostasis valve (y-connector) assembly connected to the hub. Visual inspection showed the unit presented a separation condition, located 24.8 cm from the distal tip. Dimensional evaluation performed near the separation area found the outer diameter and the inner diameter was within specification, indicating no dimensional nonconformance. Microscopic evaluation of the separated area identified plastic deformation, exposed braid wire, and multiple material elongations near the separation interface. These findings are indicative of mechanical stress, such as excessive bending, tensile loading, or interaction with another surface or device. The observed elongations are consistent with material failure associated with tensile overload, suggesting the device was subjected to forces exceeding the material¿s yield strength before separation. Based on the available product analysis, there was no evidence to suggest the failure was related to the manufacturing or design process. The reported ¿catheter (body/shaft) ¿ separated¿ was seen during the product evaluation. The exact cause of the reported event cannot be determined. No anomalies were reported prior to insertion and evaluation results showed signs of tensile overload therefore, use related factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), ¿this product is intended for use by professionals who have been trained to perform coronary diagnostic and interventional procedures.¿ based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues. Therefore, no additional actions will be taken.